Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit was not switching on and had a sequence of events that entailed pause / company logo appears / blue circle / high pitched noise. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated sections: b3, b4, e1, g3, g6, h2, h10, h11. Corrected sections: b5.

Event description:
It was reported during a routine check, cardiosave intra-aortic balloon pump (iabp) unit was not switching on and had a sequence of events that entailed a pause, company logo appears, blue circle and a high pitched noise.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and during a service visit equipment had just the day before gone into "auto-shutdown". Logs were examined and it was decided equipment needed board changes. To fix the issue, the fse replaced the executive processor board and front end board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a

Manufacturer narrative:
The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0670-00-0770 sn: (B)(6) exec. Processor board. This part was received with a reported unit failure message of would not power on. Performed visual inspection of this part received and part looks to be in good condition. Installed the exec. Processor board into the cardiosave test fixture and tested to the factory specifications as per procedure and the cardiosave service manual. The cardiosave test unit was able to power on. The failure analysis and testing dept. Could not verify the failure message of cardiosave would not power on. Exec. Processor board passed testing. Retaining board in the fat dept. As per procedure. Due to old part revision, the fat dept. Cannot be sending back this part to the supplier for further investigation.